Event description:
It was reported to philips that the system does not bootup. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not booting up intermittently. Review of the log files confirmed that the malfunction was due to a connection issue. As a part of troubleshooting actions, the fse reseated the connections of host pc and ippc and restored the bios setting for host pc. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.